Event description:
Rptr had breast augmentation done 10/89. Since 1/93 she noticed pain in her elbows and forearms. She was diagnosed with carpal tunnel and repetitive stress syndromes along with tendonitis. She is currently being treated for cervical problems related to the arm pains. She has been on workman's compensation on and off since 6/93. She has had two operations and has had therapy and yet still feels pain daily. She has asked if her problems could be related to breast implants. Her dr doesn't put much credence in the "implant" problems, being authentic. But she is writing because her arms get fatigued. In fact she gets fatigued easily. Her joints are swollen and painful, and her hands and feet swell. Her implants have become hardened but she doesn't know if that indicates problems. (*)